Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused worsening asthma, heart issues and difficulty breathing. The patient did receive medical intervention and reported to have heart surgery and placed on asthma medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience worsening asthma, heart issues and difficulty breathing. There was medical intervention required by the patient and had heart surgery and placed on asthma medication. The reported events of worsening asthma, heart issues and difficulty breathing and its reported severity was reviewed by the manufacture's clinical expert. These events are assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section a1 corrected. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on mar 05, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience worsening asthma, heart issues and difficulty breathing and also alleged device has slight odour. There was medical intervention required by the patient and had heart surgery and placed on asthma medication. The reported events of worsening asthma, heart issues and difficulty breathing and its reported severity was reviewed by the manufacture's clinical expert. These events are assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer was observed an unknown dust contaminant on the top enclosure, ui panel, bottom enclosure, inside the inlet of the blower box, on the blower, blower seal, blower impellers, and blower box. This dust contaminant is likely due to an outside environmental source and filter being missing. There was no odor observed during the investigation or doing confirmation of therapy. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found four error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. Sections d9, g3, h2, h3, h6 has been updated in this report.